Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he had suffered a hypoglycemic episode and lost consciousness around 2 am. Patient claims that cgm was reading over 100 mg/dl at the time of the event. Patient's wife found him unconscious and called paramedics. Patient was treated with an IV and admitted to the hospital and released the same day. At the time of call to dexcom technical support, patient was feeling better. Patient has agreed to return his cgm in order for dexcom to investigate the data around the time of the event.